Event description:
There was an allegation of questionable ldl-cholesterol gen.3 results for one patient sample tested on a cobas 8000 cobas c 502 module when compared to the beckman coulter au5800 module. The initial result on the c 502 was 0.95 mmol/l. The repeat result on the au5800 was 2.92 mmol/l.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer indicated that calibration and quality control over time were within the expected range. The investigation determined the issue was likely due to the presence of a biological interference of the analyte. Per the method sheet, "abnormal liver function affects lipid metabolism; consequently hdl and ldl results are of limited diagnostic value. In some patients with abnormal liver function, the ldl-cholesterol result is significantly negatively biased versus beta quantification result." No product problem was identified.